Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received with the cutters broken. The pliers corresponds to drawings and processes at the time of manufacture. The breakage is indicative of too much force being applied to the cutter during usage. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is considered invalid from a manufacturing perspective.

Event description:
It was reported that during the bending/cutting of the plate to a desired length, the cutting jaw insert fell out of the pliers. The surgeon completed the procedure with no further incident. Nothing broke into the wound, and there were no fragments to be retrieved.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011.

Event description:
This is report 1 of 1 for this complaint (B)(4).